Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Device remains implanted.

Event description:
It was reported from the site that the patient reported to local emergency room (ER) and found to have a hemoglobin of 4.8. Patient was transfused 1 unit of prbc's and transferred to site hosp. Gi was consulted and patient underwent enteroscopy with cautery and hemoclip placement. Patient received an additional 4 units prbc's and hemoglobin stabilized at 9.6 and was discharged on (B)(6) 2014. No additional information available.